Manufacturer narrative:
Data analysis performed on inr results provided by customer. Inratio precision data provided by end-user: date: (B)(6) 2011. 1st inr = 3.2; 2nd inr = 2.3. Mean = 2.75; sd = 0.64; %cv = 23.14. Since % cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 247451 on 5/16/2011 met precision criteria. Test results are as follows: donor 32 = 2.8, 3.0, 2.8 inr: donor 3 = 3.0, 3.1, 3.1 inr. In-house test results have 4.03% and 1.88%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 which brick lot number 237418 was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.2 and 2.3. Caller reports testing twice within several minutes on same finger and same finger stick and resulting inr of 3.2 and then 2.3. Patient therapeutic range is 2.0-3.0.